Manufacturer narrative:
Investigation summary the cause of the high purge pressure could not be determined as no product was returned for evaluation.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported a red purge system blocked alarm. Staff took no corrective actions as the decision had been made to end patient therapy. The physician said the alarm was intentionally tolerated as a clinical decision. No patient harm has been reported.

Manufacturer narrative:
Section d4 catalog number was corrected.